Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, inadequate capture on the left ventricular (lv) lead was observed due to a dislodgement. The dislodgement was confirmed via diagnostic imaging. The lv lead was successfully explanted and replaced. The patient was stable.